Event description:
The customer had disconnected the ventilator from the patient to perform suctioning, they switched the unit to standby and disconnected the tubing. When they switched the ventilator from standby to on the ventilator gave various overpressure alarms. They then had to manually bag their patient until another ventilator could be connected.